Event description:
It was reported from (B)(6) that the power drive device had no function. It was further reported that there was a potential issue with the motor of the power drive device. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.